Event description:
Pt's mother reported that the pump was resetting itself without intervention and exhibited a rattle when shaken.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.